Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels over 600 mg/dl, with diabetic ketoacidosis. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer performed multiple infusion set changes and used a back up pump to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown. A replacement pump was sent to the customer for customer satisfaction and customer reverted to an alternate method of insulin therapy.